Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the process pcb defective. Based on the result, we concluded that it was caused due to an excessive shock applied on the process pcb.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When the power is turned on october 11, 2021, the touch panel is not displayed and no image is displayed. Since it occurred before use, there is no health hazard to patients and medical staff. This event occurred at the time of before use. There was no report of patient harm.